Event description:
It was reported that the lead exhibited a pause in pacing. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.